Manufacturer narrative:
H.6. Investigation summary: bd received an 18 gauge angiocath unit from lot 8180804 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was loose from the hub. There was no glue on the hub or at the end of the needle. Based off the visual inspection the engineer was able to verify the reported defect. This was determined to have been a manufacturing defect. It most likely occurred during the glue application station failing to apply sufficient amounts of adhesive to the unit. The manufacturing facility has been notified of this incident and the findings. A project has been opened by the manufacturing facility to correct this issue. CAPA 1134665. H3 other text : see section h.10.

Event description:
It has been reported that one 18g x 1.88in (1.3 x 48 mm) angiocath has been found with a loose needle before use. The following has been provided by the initial reporter: on (B)(6) 2019, medical staff found that the angiocath's needle pulled out of hub during pre-use examination.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 18g x 1.88in (1.3 x 48 mm) angiocath has been found with a loose needle before use. The following has been provided by the initial reporter: on (B)(6) 2019, medical staff found that the angiocath's needle pulled out of hub during pre-use examination.